Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Unable to download the pump to carelink due to several alarms at the alarm history file, which were due to a corrupted history file. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a history anomaly. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.